Event description:
On (B)(6) 2022, it was reported by a medwatch representative via a mailed in letter that an ar-12990n knee scorpion needle broke. No more information has been given at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.